Event description:
Complainant alleged that during a routine shift check by a clinician, the device inappropriately shut off and was unable to power on. Complainant indicated that there was no patient involvement in the reported malfunction. During subsequent testing, the malfunction was unable to be duplicated.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.